Event description:
It was reported that patient underwent an elbow arthroplasty procedure on (B)(6) 2012 due to comminuted radial head fracture. Subsequently, a revision procedure was performed on (B)(6) 2013 due to failure of the radial head implant following a lifting trauma. Both the implanted radial head and stem were removed and replaced. Additional information received in patient medical records report the revision procedure was due to loosening.

Manufacturer narrative:
This follow-up report is being filed to relay and correct the reason for the revision procedure.

Event description:
It was reported that patient underwent an elbow arthroplasty procedure on (B)(6) 2012, following trauma after heavy lifting which resulted in comminuted radial head fracture. Subsequently, a revision procedure was performed on (B)(6) 2013, due to failure of the radial head implant. Both the implanted radial head and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." The user facility medwatch report number 0000440073-2013-0004 and this manufacturer report number are for the same patient and/or event. Please see attached user facility medwatch report.